Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that the pt underwent therapeutic placement of a prefyx mesh sling, in 2006. Upon follow up physical examination, the pt was presented with erosion of the device through her bladder neck. Intervention was required for bladder neck reconstruction and trimming of the mesh material. The pt is being monitored and a full recovery is expected. No further info forthcoming.